Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two battery out limit alarms. Customer stated the alarm occurred after a battery change. It was reported the batteries were not left out of the insulin pump for a longer period than allowed. Customer's blood glucose was 70 mg/dl. The customer declined to return the insulin pump for analysis.